Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft for trephine attachments was broken. One of the prongs is broken. There was not a patient involved; it was found during cleaning. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ one shaft for trephine attachment (part number 03.111.030, lot number 2550855) was received. The complaint condition is confirmed as one of the three prongs was received broken off of the main body of the device. The returned condition is consistent with excessive off axis force to the distal tip. The root cause cannot be definitively determined. It is most probable that rough handling during surgery or sterile processing and/or not fully attaching the devices together has led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation at the chu shows that this device is part of the bone harvesting set for bone harvesting (e.g., form the calcaneus, proximal tibia or iliac crest) and bone biopsies. Various sized trephine and extraction attachments connect to the shaft which connects to the handle during use. This information is provided per the orthopaedic foot instruments technique guide. The returned device was received with one of the three distal prongs broken off. The break is transverse and located at the base of the prong. No inconsistences were noted on the fracture surface. The broken piece is approximately 12.4mm long. The balance of device shows moderate wear and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the device is already broken. The returned condition is consistent with excessive off axis force to the distal tip. It is most probable that rough handling during surgery or sterile processing and/or not fully attaching the devices together has led to this complaint condition. However, as the condition was reported to have been discovered in sterile processing the specific circumstances at the time of the damage are unknown and the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.